Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the most probable cause is traced to component failure. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device exhibited a front panel issue where the optical digital mode didn't light up or respond when tried to activate it. This occurred during service and maintenance. There was no patient involvement.